Event description:
A malfunction alarm was reported, and it was identified as malfunction code 16 with fault ID [16-0x20e6]. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue recurred, leading to the decision to replace the pump. The defective pump was confirmed to be under warranty, and the customer was instructed on how to place it into storage mode and return it using a pre-paid label within 10 days. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy until the replacement pump was received.